Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change out procedure; upon opening the pocket exposed conductors due to insulation abrasion on the right ventricular lead were observed. The lead was repaired with the repair kit. The patient tolerated the procedure well and would be followed normally.

Event description:
New information received notes that the patient was not symptomatic. There were no electrical anomalies.